Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm: (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6), 314-23-03 - laser cage glenoid medium, alpha: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a shoulder clinical study, approximately 4 months after a right total shoulder replacement surgery, the patient experienced right subscapularis tear; rotator cuff failure with joint subluxation. Subsequently a month later, the patient underwent a revision surgery on the right shoulder. The patient outcome was reported as resolved. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The following sections were corrected: h6 (medical device problem code). The reason for the reported revision due to dislocation and/or rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection, component sizing or a combination of the above. Dislocation and rotator cuff tear/ failure is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.